Manufacturer narrative:
Date of report: 09apr2019. MFR site 12mar2019. Customer requested part number for 2nd generation user interface (ui). Philips technical support provided requested part number. Customer reports the problem was resolved by replacing the touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports the plastic cover over the display is deeply scratched. There was no patient or user harm reported. The event date was not specified; estimate used.